Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple supply changes were performed to try and address the issue but the issue persisted. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.